Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported deflation issue could not be confirmed. The difficulty to remove complaint could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported deflation issue; however the reported difficulty to remove complaint appears to be related to operational context. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, additional information indicates no resistance was noted during removal of the stylet or protective sheath. The device was prepped (air aspiration) outside the anatomy prior to use. The device was inflated 2-3 times up to 16 atmospheres (atm). Negative pressure was held 15 seconds with a 20cc syringe. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery (lad). A 4.5x8mm nc trek rx balloon dilatation catheter (bdc) was advanced for post-dilatation. During withdrawal of the trek bdc, the balloon partially deflated and was stuck at the ostium of the guide catheter. An attempt was made to remove the bdc via the introducer sheath but again the balloon was stuck at the tip. On more aggressive pulling the bdc tip was pulled back into the guide catheter partially deflated and the bdc and guide catheter were removed as a single unit. There was no adverse patient effect and no clinically significant delay in the procedure. Additional information was requested.